Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the patient experienced an st segment elevation. The 90% stenosed target lesion was located in the moderately torturous and severely calcified mid left anterior descending artery. During ablation with the 1.50mm rotablator rotalink plus burr, the patient developed an st segment elevation. The device was subsequently removed from the patient. No action was taken to treat the st elevation and the patient stabilized after 5 minutes. The physician then tested the rotalink plus unit outside of the patient and noted that the burr would not rotate. A noise that sounded like a gas leak was also observed. The procedure was successfully completed with a different device. There were no further patient complications reported and the patient's status is listed as good.